Event description:
It was reported that a malfunction occurred on the pump with no notable events prior. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer will use mdi as backup therapy in the meantime. The replacement pump with updated software was dispatched, and training will be available through the customer¿s tandem source account. The customer understood the instructions regarding the return of the malfunctioning pump.